Manufacturer narrative:
The customer returned the contour plus test strips (lot # 8hlhc31a and 8glhc31c). The returned contour plus test strips were tested with the in-house contour plus meter, which gave lo readings (indicative of reading below 10 mg/dl). Four of five readings for returned lot # 8hlhc31a gave satisfactory performance. Additionally, in-house testing was performed with the in-house contour plus meter and in-house contour plus test strips from lots 8hlhc31a and 8glhc31c, which gave satisfactory performance. Returned test strips and in-house test strips were physically examined under a microscope before testing. All in-house test strips contained an intact black reagent circle and did not have any apparent color change. The customer's returned lot # 8hlhc31a contained 36 test strips in a bottle that was labeled for 25 test strips, verifying that other test strips were added from a different vial. Some of the test strips from lot 8hlhc31a and the only test strip from lot 8glhc31c showed signs of exposure to moisture as indicated by the pink color that had leeched outside of the reaction area. The cause of the low readings was due to the incorrect storage of the test strips. No patient information was provided, therefore, were left blank. The model was not provided. MDR 1810909-2019-00332 has been filed for the similar event which occurred on (B)(6) 2019.

Event description:
The nurse from (B)(6) reported that the patient was admitted to the hospital on (B)(6) 2019 for hypoglycemic event and was treated with intravenous glucose infusion. On (B)(6) 2019, the nurse tested the patient with their contour plus meter using test strips from lot # 8hlhc31a and obtained a reading of 17 mg/dl. Another testing was performed with the same meter and test strips from same lot, which gave a reading of 18 mg/dl. As the customer presented no symptoms of hypoglycemia, the nurse performed another testing with the same meter and different lot of test strips (8jlhc31a), which gave a reading of 292 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.